Event description:
It was reported that batteries of cs300 intra-aortic balloon pump (iabp) was not working. Patient involvement is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, b5, e1( event site email, event site telephone), e2, e3, g3, g6, h2, h3 , h6 (health effect ¿ clinical code , type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields- e1( initial reporter name), h6- medical device ¿ problem code. A getinge field service engineer (fse) confirmed unit was not running on battery power. Fse replaced batteries (d146-00-0039) and unit powered on but battery power bars were not displaying . Replaced power supply (d014-00-0033-05) which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Performed a visual inspection and observed an excessive amount of dust in the supply. The failure analysis and testing dept. Installed power supply into the cs300 test fixture and tested the power supply to factory specifications per the cs300 service manual. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) batteries not working. Patient involved and no harm reported.

Manufacturer narrative:
Updated section- b4, g3, g6, h2, d9 (return to manufacture date), h11.